Event description:
It was reported that the device pacing output was inappropriate, resulting in discomfort for the patient. It was not possible to change pacing outputs. A device exchange is anticipated, but not yet performed. The patient was stable.

Event description:
Additional information was received that technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.